Event description:
A flash was seen at site of head near endotracheal tube, an alarm went off. A burnt smell was noted at head of table. Distal end of circuit was burned, endotracheal tube was black with smoke. Pt was re-intubated and new circuit was applied.